Event description:
It was reported that the customer's BG value displayed as  "Low"; however, specific value was not provided. Low BG cause was not known. Reportedly, customer lost consciousness. Customer woke up and ¿consumed carbohydrates and glucose ¿to address BG.¿Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.